Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a failure to pair the dexcom g7 cgm to the ilet, including an initial incorrect pairing code that was corrected without resolving the issue, leading to a cgm change and the user going off the ilet with fluctuating blood glucose reported thereafter. Symptoms included fluctuating blood glucose. Outcomes included interruption of automated insulin dosing and the user remaining off therapy pending successful cgm pairing. Investigation included technical troubleshooting and user education, device setting verification, restart of the ilet, pairing code verification and update, and recommendation to replace the g7 sensor. Investigation of this case revealed a persistent communication or pairing failure between the ilet and the dexcom g7 despite correct configuration and warm-up, with no evidence of hospitalization or injury. It was concluded that the event involved a cgm-to-ilet pairing failure; the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.